Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump bolus history showed no evidence of a 4.9 unit or 6.05 unit boluses occuring on (B)(6) 2011. During testing, a 10 unit normal bolus and a 10 unit audio bolus were performed successfully and were accurately recorded in the pump history.

Event description:
It was reported the pump history did not show two bolus doses given. The patient noted the pump vibrated when the bolus was given, but the doses were not in the history. This occurred on (B)(6) 2011 at 8:00 pm. On (B)(6) 2011 the patient obtained the blood glucose reading of 278 mg/dl, was negative for ketones, and experienced the symptom of "feeling icky". On (B)(6) 2011 the patient obtained a reading of 330 mg/dl, was negative for ketones, and experienced no symptoms of high or low blood glucose levels. The patient did not seek any medical attention. The pump settings and programming, basal setting and date/time were correct. The patient did not suffer an adverse event due to the reported issue.